Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye with no issues noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing performed was acceptable. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported lot number h15k010018 is not a valid lot number. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during dwell four of five in peritoneal dialysis. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The patient will drain out with manual supplies. The technical service representative assisted the patient to get the cassette out. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.